Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint from sales office, reporting that the v60 ventilator displayed a "proximal pressure sensor auto-zero failed" error code while testing was performed. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18238.

Manufacturer narrative:
The service engineer (se) reported that the issue was not duplicated when a test run performed; however, since the occurrence (check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110b)) was confirmed in the event log, solenoid valves 3 and 4 were replaced.